Manufacturer narrative:
The customer reported multiple lot numbers: lot# 012b and 0721h it is unknown at this time which one was involved in the incident. Additional information has been requested along with the product itself. This is the first complaint of its kind with (B)(4) tips sold. A follow up report will be submitted once new information is obtained or the device is evaluated.

Event description:
The customer alleged that while using the del1 device with the h121 tips, the tips are charring, bending, and breaking. The customer confirmed that the tip broke off into the patient and was removed with no other consquence or delay in surgery.

Manufacturer narrative:
Symmetry was notified that the lot number involved in the incident is unknown and the product is not available. We were also notified that the customer has changed the process/handling of the tips and the issue is no longer occurring. It was confirmed on (B)(6)2022 that no further issues have occurred since the customer corrected their usage of the product. Root cause is determined to be user error. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a follow up report will be submitted.